Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to disassociation of the glenosphere. The original glenosphere and baseplate were re-implanted.